Manufacturer narrative:
Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a prismaflex st set, a water leakage was observed from the chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed at 2 bar pressure, and a leak was observed at the level of the deaeration chamber. Further inspection showed that the two molded parts of the chamber were not assembled correctly. The lines of the set, including the return line with the deaeration chamber, are provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component defect was determined to be related to the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.